Event description:
The user facility reported the sound of the cutter changed from the normal loud tone to a more muffled tone during the procedure. The surgeon equated the change in tone with a reduction in the cutting action. The procedure was completed with no impact or injury to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.